Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. There was no patient involvement. The manufacturer representative was unable to establish connection with the account's new navigation system after imaging acquisition system (ias) computer replacement. The manufacturer representative could verify on the mobile viewing station (mvs), but the navigation would not recognize the o-arm. Troubleshooting included verifying the ip addresses were correct, use of a new ethernet cable, and rebooting the system several times. The old navigation system was also used with no resolution. After loading a different "geocal" file in the mvs and ias, the issue was resolved.